Manufacturer narrative:
Device not returned for evaluation. Lot number not captured for this report.

Event description:
An issue with the tip of a micro puncture wire came off and left in a patient. Cardiac ICD implant procedure in which left axillary vein access was obtained with the vascular solution micropuncture kit. " a micropuncture guidewire was advanced through the needle. Of note, the blood return from the micropuncture needle was not excessively red or pulsatile, and we thought we were in the vein. After the micropuncture wire had been advanced, the micropuncture sheath and dilator were advanced over it. However, when we tried to retract the micropuncture wire, we could not. When we tried pulling on it, there were arterial pulsations clearly felt and the patient complained of some mild chest pain. We did not pull hard. Fluoroscopy at that time was strongly suggested that we were not in the svc, but rather in the aorta based on a more medial trajectory of the wire compared to the typical venous trajectory. A number of attempts were made to gently manipulate the wire and remove it, but the wire was fairly firmly attached to the aorta. It did not appear to be quite as inferior as the aortic valve itself. Of note, the patient's left and right coronary arteries were calcified and easily seen. Cinefluoroscopy was done of the wire position in the pa, lao and rao projections. These showed that the distal end of the guidewire was in an oval configuration, although there was not a knot per se. When we pulled gently on the wire, the entire oval end of the wire came up a centimeter or two, but did not actually open up. On pulling the wire, it finally unraveled and the soft tip of 2.5 inches got sheared off the end. It appeared that the wire went through the intimal layer of the aorta and got looped in the aortic root and would not come back. The distal end of the wire now appears to be lodged in the intimal layer of the aorta. Contacted CT surgery and vascular surgery. Conferred and thought that the best course of action was to image the heart with transesophageal echo and see if the wire could be seen and to make sure that there was no damage to the aorta or to the aortic valve. The anesthesiologist performed the tee. He thought that he saw the wire a cm or so above the aortic valve, possibly in relation to some intimal calcium in the aorta. The aorta itself looked normal other than being calcified and the aortic valve was normal without significant aortic regurgitation. CT surgery, vascular surgery and I subsequently conferred again and we thought the best course of action was to try to snare the wire by introducing a snare from the right femoral artery. Vascular surgery attempted to snare and could not even bump the distal end in the aortic root. From this, we concluded that most likely the distal end of the wire was within the wall of the aorta. Furthermore, the motion of the wire did not suggest that it was intraluminal but rather intramural. By this point, the portion of the wire several centimeters back from the distal end had been stretched considerably. The proximal stiff end of the wire that was still sticking out of the incision in the left pectoral area was easily removed. Comparing what was removed to a new, intact wire of the same model suggested that what was left in the body was about a 2-inch segment of the distal floppy coiled end of the micropuncture wire. At this point, we thought that further attempts to remove the wire percutaneously would be futile and furthermore, there is a reasonable chance that, especially if the wire was intramural, that the best thing would be to leave the fragment of wire in the patient." Per physician, the intended procedure was not performed. Pt was sent to ICU for observation and monitoring. Patient was brought back to cath lab for another attempt at ICD placement which occurred without incident. The distal end of the micro wire remains lodged in the intimal layer of the aorta.